Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-05143/05146).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6), 2005 and right total hip arthroplasty on (B)(6), 2006. Subsequently, a left hip revision procedure was performed on (B)(6), 2013 for an unknown reason where all components were removed and replaced except the femoral stem. A right hip revision procedure was performed on (B)(6), 2014 due to metallosis where all components were removed and replaced except the femoral stem.